Manufacturer narrative:
Correction g4. The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was reported that the decision was made to place the impella 5.5 as a bridge to ventricle assisted device. However, it was noted that the impella 5.5 pump was primed and placed on back table. The physician made 1 attempt to advance wire but wire would not advance, portable c-arm brought in and 035 wire advanced to aortic root, multiple wire/catheter combinations attempted by cardiologist with no success, unable to cross bio-prosthetic atrioventricular. Following additional attempts decision made to abort insertion and patient to remain on vasoactive support, graft ligated via surgical clips and surgical wound closed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.